Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft, stent implant, and balloon and in the guide wire lumen as well as contrast on the shaft, which is consistent with the reported use. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. The measure tip length and crimped stent outer diameters both met manufacturing criteria. There was a kink in the hypotube 17.5 centimeters distal to the strain relief tubing and 2 millimeters (mm) proximal to the guide wire exit notch, which were not reported and consistent with post-procedure handling during packaging for return. The returned product analysis revealed no indication of a product quality deficiency. During manufacturing, all stent delivery systems are 100% inspected for stent damage, proper stent placement and crimped stent outer diameters. Additionally, for lot release testing, a sampling of units is destructively tested to verify stent damage, proper stent placement and crimped stent outer diameter. A review of the lot history record did not reveal any related non-conforming material records. Based on the reported information, the reported failure to advance appears to be related to operational context (totally occluded (100%) lesion). Dissection is a known adverse event of coronary stenting as indicated in the mini vision instructions for use. In this case, two dilatation catheter balloons were used to pre-dilate the totally occluded lesion prior to the failed attempt to advance with mini vision stent. These pre-dilatation inflations may have influenced the reported spiral dissection. It is also possible that the characteristics of a totally occluded lesion may have contributed to lesion resistance and tendency for vessel injury. A conclusive cause could not be determined for the reported dissection and its relationship, if any, to this mini vision stent delivery system.

Event description:
It was reported that predilatation was performed with a 2.0 x 20 mm trek balloon catheter and a 1.5 x 20 mm non-abbott balloon catheter in the mid right coronary artery that was 100% occluded. After a failed cross attempt with the mini vision 2.0 x 28 mm, the device caused a spiral dissection. It was attempted to be treated with another mini vision 2.0 x 12 mm; however, it would not cross. No other interventional treatment was attempted and the patient was treated with medical management only. There was no adverse patient sequela. All significant available information has been received.